Event description:
It was reported that during a hand assisted anterior resection procedure, the trocar was leaking. The device was also being used in the case and they heard hissing during use. The devices were used to complete the case with no patient consequence. The devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.